Event description:
When the device was used during a lower lobectomy, on the first firing on the pulmonary vein, the staple would not form at all when the jaw opened. (Shaft was fully articulated to the left. The surgeon felt strange feedback when firing. Seemed articulation mechanism broke.) Heavy bleeding occurred. Another surgeon clamped pulmonary vein and ligated to control hemostasis. Consequently, there was a blood loss of 570cc. The patient received an unexpected transfusion (amount and detailed information unknown). One device is being returned.